Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No too long battery alarms noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Event description:
It was reported the insulin pump had a long alarm. The battery was removed and now the buttons weren't responding. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.